Event description:
Customer reported that the system monitor image was stretched. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system. The customer has determined the monitor was defective, and will replace the monitor.